Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) tested the drawer controller and then tested the half height assembly controller. The drawer retractor band was replaced. The customer subsequently recovered the system and performed an inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, was not detected on the bus. The drawer contained 31 medications, including 21 with standing orders. Half of the drawer and each individual cubie showed as not detected on the bus. The device had been unplugged and re-plugged, rebooted through the interface, and power cycled, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.